Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump was not registrating properly the units left, and the device alarmed motor error several times. Assisted the customer to run the displacement test and the test failed. The customer stated that she had no reservoir in the insulin pump and the numbers started ramping. The customer got a low reservoir alarm when the reservoir was full. The customer stated that the device also alarmed auto off even if she touches the insulin pump. Reviewed the alarm history and found several auto off alarms. Advised the customer that a replacement of the insulin pup will be sent and revert to back up plan. No further info was provided.